Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's charger and programmer can no longer communicate with the ipg. X-rays were taken and no anomalies were found. Another programmer was tried but was unsuccessful. The pt was sent a new charger to help resolve the issue. The pt is scheduled for a follow-up visit with her dr. No further info is available.